Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported difficulties could not be determined; however, the subsequent unexpected medical intervention appears to be related to the operational context of the procedure. Factors that can contribute to difficult to advance include, but are not limited to, kinks, bends, procedural technique, insufficient support, patient anatomical morphology, previously implanted stents, patient disease state, or interactions with accessory devices. Factors that may contribute to stent dislodgment include, but are not limited to, negative pressure during sheath removal, forced sheath removal, mishandling during product preparation for use, interaction with accessory devices, previously placed stents and/or patient disease state. In this case, it is possible that the device may have interacted with accessory devices (introducer sheath) during advancement, as slight resistance was noted, causing the reported difficult to advance, ultimately causing the reported stent dislodgement; however, without the device to examine, this cannot be confirmed. A snare device was used to retrieve the stent, and another omnilink elite stent was used to complete the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the iliac artery. The 8.0x29mm omnilink elite stent delivery system (sds) was a little difficult to push in the 6french (f) sheath and the stent dislodged from the delivery sheath. A snare device was used to retrieve the stent. Another omnilink elite stent was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.